Manufacturer narrative:
(B)(4). On (B)(6) 2016, it was reported that the ratchet was stuck. On june 17, 2016, it was clarified that the scrub technician put the handle on the mesher with the "this side out" facing in the correct direction and somehow got the ratchet handle only part way on. The handle would not come on or off after and a supervisor needed to be called to figure out how to move forward with graft preparation. They had to move the unit to the edge of the table to be able to operate the handle. The unit could not be used until it was sent in for repair as the mesh graft handle was stuck. It was also clarified that the surgery was extended for about 10 minutes and there was no harm or injury to the patient or operator. It was also noted that there was not another device used to complete the procedure. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the ratchet handle was stuck/not on all the way and the roller, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. Skin graft mesher, serial (B)(4), was manufactured on january 14, 2002, is over 14 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed nicks to the mesher handle. The latching pins engage as intended. The comb was bent on the right hand side. There was wear to the roller gear and galling to the roller shaft extension. The test mesh was unable to be performed due to the nature of the comb. The ratchet appeared to ratchet normally. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 29, 2016 which included replacement of the roller, damaged comb, ball detents and ratchet gear. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was non-verifiable since there was no mention of testing of the fit between the ratchet and the roller shaft. The reported event was non-verifiable since there was no mention of testing on the fit between the ratchet and the roller shaft, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet was stuck. Investigation results revealed that the comb was found to be bent . No adverse events have been reported as a result of this malfunction.